Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dimmer than expected. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the lcd was dimmer than expected. Bench repair is currently pending.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the liquid crystal display (lcd) was dimmer than expected. The v60 was sent to bench repair where the lcd was replaced and the reported issue was confirmed to be resolved. Bench repair replaced the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.